Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown.

Event description:
The event involved a single transpac® monitoring kit w/ safeset¿ reservoir, 3 way stopcock and 1 blood sampling port where it was reported a new arterial pressure set leaked on the inside at the level of the transducer. Unknown patient involvement and unknown patient harm.

Manufacturer narrative:
The reported complaint of leakage was not confirmed. No visual anomalies were observed on the returned set. When the returned set was primed and pressure leak tested, no leaks were observed. The product had performed per the specifications. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified. D9 - date returned to mfg: 2/4/2025.